Event description:
It was reported that the pca balloon was difficult to inflate and deflate during use on the cephalic arch. Reportedly, at inflation, only the proximal half of the balloon would inflate. Then during deflation, it took several attempts to get the balloon to deflate. There were no retraction issues. Another pta balloon was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.